Manufacturer narrative:
(B)(4). As the sleeve of the device was not returned, the analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic appendectomy procedure, during use the trocar began whistling on and off throughout the procedure. Unknown how case was completed. There were no adverse consequences for the patient.